Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that there is air in line during use. Description of reported issue: "I have noticed, and others have agreed, that the braun pumps alarm "air in line" when infusions run during a case or when the cardiac patients are in the ICU/cvcu. Despite several attempts at re-priming via the pump or manually it continues to be a problem as they continue to alarm. This occurs often with both epinephrine and norepinephrine two critical drugs in cardiac anesthesia." No injury reported.